Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The catalog number of the suspect device was not provided by the complainant; therefore, a customer shipment history could not be performed to identify a potential lot number for this device. The august 2007 15-month replacement button enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
The police reported to boston scientific corporation on december 08, 2004, that a procedure to place a microvasive button replacement was performed in 2004. (Male patient, weight unknown). According to daily yomiuri one + ap associated press (http://www.yomiuri.co.jp/iryou_news/20051013ik0a.htm), in approx four months earlier, the patient received a peg (percutaneous endoscopic gastrostomy) button. On original date, the button was replaced with the microvasive button. Reportedly, the physician "inserted the button at a slant inadvertently, he neglected to check proper insertion of the button and ordered the nurse to feed nutrition through the peg." "As a result, nutrition was trapped in the patient's abdominal cavity." It was further reported in an internet article (http://www2.cc22.ne.jp/~hiro_ko/5-13mis.html) that "after [the] replacement of button, the patient's condition deteriorated gradually; however, the hospital did not realize that a medical error occurred until after more than half a day had passed. All of the nutrition that was fed through the peg for over half a day was trapped in the patient's abdominal cavity and caused peritonitis." "The patient expired on two days later, from acute peritonitis." Although boston scientific has made requests for autopsy results and/or patient cause of death information, these requests have not been fulfilled; the information is not available.